Event description:
According to the initial reporter, three flexor check-flo introducers failed during attempts at either vascular access or back-table prep. A different product had to be used for vascular access. The outer shaft separated from the inner shaft at the proximal hub when the device was being inserted into the body over the guidewire. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, manufacturing instructions and quality control and a visual inspection of the returned product was conducted during the investigation. Visual inspection of the sheath showed that the flare had been rolled up onto the sheath. Upon further inspection, the flare had been deformed by elongation from being pulled from the hub of the sheath. The customer stated, "device being inserted into body over guidewire. Outer shaft separated from inner shaft at the proximal hub," which resulted in minor harm to the patient. T he process for fitting attachment has been validated to the minimum tensile strength requirements per iso. There is no evidence to suggest the product was not manufactured per specification. The IFU instructs, "withdraw the sheath and dilator as a unit." It is also warned, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage," and the precaution, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when fit is tight." Based on the inspection of the flare, it was determined that the device experienced forces beyond its design. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
According to the initial reporter, three flexor check-flo introducers failed during attempts at either vascular access or back-table prep. A different product had to be used for vascular access. The outer shaft separated from the inner shaft at the proximal hub when the device was being inserted into the body over the guidewire a section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.